Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain and discomfort after asr hip implant. Update 07/04/2012 ¿ plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update rec¿d 10/3/2014 - medical records received. Patient revised to address metallosis. Upon revision, brownish fluid, a gray stained capsule, metal corrosion around the head/neck junction, and posterior femoral bone loss were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 10/30/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).